Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. Unable to perform displacement test due to a reoccurring pump error 3 alarm. The pump failed the sleep current test. The pump passed the active current test, and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a pump error 63 alarm (variable #: 15) on the event date of 06/19/2023 at 08:57:02.000 due to a possible hardware failure. Pump alarmed a pump error 4 alarm on the event date of 06/19/2023 at 08:57:01.000. Pump alarmed a pump error 3 alarm on the event date of 06/19/2023 at 20:03:05.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Exposed to moisture was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Blank display was not confirmed during testing. Keypad unresponsive/button error alarm was not confirmed during testing. Pump error 3 was confirmed during testing due to moisture damage on the motor flex cable. Pump error 63 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 63. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid and did not turn on. Troubleshooting was performed and found that there was no response from the keypad. The self-test did not pass. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.